Manufacturer narrative:
Device evaluation: one pneupac ventilator was returned for analysis. The device was received with external damage. The tidal volume- air mix knob was stuck half-way. The tidal volume was rubbing on the face plate. The device was visually inspected, and it was attempted to operate the tidal volume control. It was confirmed that the air mix knob was stuck and the tidal volume was inoperable. The issue was due to physical impact to the device. Both the air mix and volume control knobs were replaced along with other repairs.

Event description:
Information was received indicating that a smiths medical device was presenting with what the site described as "air mix and volume values". There was no patient present at the time of the event. There were no adverse events reported.